Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed a new sensor prompt. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed .the probable cause was determined to be a sensor failure due to low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation.the probable cause was determined to be potential patient misuse which led to an early sensor expiration. No injury or medical intervention was reported.